Event description:
Pt developed pocket infection, necessitating removal of the pump and catheter. A follow-up letter has been sent ot the health care provider for further info about the reported infection.